Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the doctor verified that the lens had a black spot and was not implanted. Follow up activities cannot be performed due to the customer needing to hang up the phone and a contact number was not provided.